Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the system was not helping with the target pain in the patient¿s legs and feet. The patient also stated that the ins was hurting in their hip. They stated that it felt painful like they had been sitting on it, but they had not. The caller stated the patient fell a couple times about three weeks ago. The patient stated they had not had the system assessed since the falls. The caller was redirected to follow-up with the healthcare professional (hcp). No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient told their hcp on (B)(6) 2017 that they weren't using their device because it "wasn't helping." The patient was told to meet with a manufacturer representative to have their device reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s family member. The caller stated that the patient had some problems, so they went to the hospital, and the doctors weren¿t sure what happened. They stated that they made an appointment with the patient¿s leg doctor as they suspected that it might be something with her hip. The caller and the physician think that the device has shifted or moved a little bit, which was causing some hip pain. It was mentioned that the patient has an appointment later this month with their leg doctor to determine the issues. No further complications were reported or anticipated.